Event description:
Pt underwent arthroscopy of the right knee on (B)(6) 2012. An arthrex dual wave pump was used (B)(4) dual wave pump to infuse irrigation fluid to distend the joint. The pump started making significant noises and was pumping at a high rate of pressure and approx 2000 ml of a 3000 ml irrigation bag was infused within a few minutes. The pump had to be changed out as it started to cause tissue extravasation from the fluid around the knee. Post op the pt was c/o abdominal pain and was found to have significant retroperitoneal edema and air in the subcutaneous tissues of the pelvis and abdomen and it was felt that it was related to the malfunction of the pump. The pump was sent to the company and reported to the qa department (B)(4). The pt was admitted to the ICU post op for observation and had an extended los through (B)(6) 2012. Knee arthroscopy is considered an outpatient procedure.